Event description:
It was reported that the patient had and initial hip replacement. Subsequently, approximately 18 years post implantation, revision surgery was performed to remove the implant due to significant increase of chrome/cobalt ions due to release from a metal/metal prothesis. Due diligence is in process and to date no additional information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Metasul durom, component for acetabulum, uncemented, 56/ã¸ 50, code p item# 0100214056 lot# 2311494. G2. Report source: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.